Event description:
Per the clinic, the patient underwent revision surgery (date not reported) due to healing issues at the abutment site. During the same surgery a longer abutment was placed. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.